Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 16 mg/dl at the time of incident. The customer's blood glucose was 346 mg/dl at the time of call. The customer stated that the emergency medical services administered an injection to treat the blood glucose then took them to the hospital. The customer stated that they were wearing the insulin pump prior to hospitalization. The insulin pump will be returned for analysis.